Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would intermittently glitch. Customer's blood glucose was 200-250 mg/dl. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
Prior to the touchscreen issue, customer reported that the pump screen was shattered during a soccer game.